Event description:
The healthcare worker complained of burning sensation, skin discoloration, and a blister on the hand upon removal of a pouch from a completed cycle. The worker went to the ER to be evaluated. No medical treatment was received and the symptoms resolved within three days.